Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: when the knife moved off the track slightly, were any staples remaining in the cartridge post-firing (staples missing from the staple line): not sure; was there any damage to the cartridge: not sure; was the green cartridge gst60g or ecr60g: it was an ecr60g; was evicel/suturing used to control bleeding: evicel & oversewing; if yes, were there any other issues noted with any other areas of the staple line other than bleeding (malformed staples, staple line missing staples, etc.): malformed staples; if yes, how much blood was lost (ml): not sure; if yes, did the patient require a transfusion: no; was buttressing material utilized, yes if so, which product: seamguard; what was the bmi of the patient: not sure; was a leak test performed and if so, what was the result: yes. No concern, oversewed to be safe; was there any patient consequence or change in the post-operative care of the patient as a result of the event: yes patient readmitted for leak. Still in hospital ICU.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon said he saw malformed staples in his second firing using green reload on a male patient. Also saw the knife move off the track slightly, causing the anvil to bend. Overly thick tissue was not noted. The case was completed using another device of the same product code. The surgeon also had to oversew and add evicel to the staple line.